Event description:
It was reported that the customer experienced a blood glucose (bg) level of 804-820 mg/dl. Cause was not known. The customer went to the emergency room (ER) on (B)(6) 2023 and they were subsequently hospitalized in the intensive care unit (ICU) for three days. The customer received IV and fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2023 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.